Manufacturer narrative:
Foreign zip code: (B)(6). (B)(4).

Event description:
It was reported that, during a procedure, after deploy of the t1 of the fast-fix, t2 deployed prematurely. No significant delay and a back up was available to complete the procedure. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed that the depth indicator had not been adjusted. There was a sharp bend in the device shaft. Both anchors had already been deployed, but were not returned. There was no debris. A functional evaluation concluded that the device actuator could be advanced, but was unable to return to its starting position. Testing could not be performed on the anchors and suture because they were not returned. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: do not push the deployment slider twice or the second implant will deploy prematurely. Do not push the deployment slider until the needle is fully penetrated through the meniscus to the preset depth or t2 will deploy prematurely. The complaint was confirmed. Factors that could have contributed to the reported event include excessive force or torsion during use, misplaced force on the device actuator, or use of the actuator before the needle is through the meniscus.